Event description:
It was reported that the fiber broke midway along the length. Second fiber opened and case completed without incident.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.